Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt their device might not be working. When they checked their programmer, the number was 1. The patient noted they couldn't remember but they recalled it being higher. The patient inquired if some electronic security had reduced their settings. No patient symptoms were reported. No further complications were reported.